Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the third firing, after loading and pressing the green the handle was stuck and the surgeon could not fire the stapler. The surgeon was able to press the green button and the handle did not squeeze. Another reload was used with another handle to complete the case. There was no patient injury.